Event description:
In 2006, the lay user/patient contacted lifescan alleging that her one touch ultra was reading inaccurately high compared to her feeling/normal readings. The medical affairs specialist (mas) was unable to reach the patient by telephone and by mail since the patient does not have a phone or a personal address. The mas left messages with the patient's pharmacy on two separate days since the patient provided the pharmacy's phone number. The mas obtained the following information from the customer care advocate's documentation. On unspecified dates/times, the obtained blood glucose results of "159, 168, and 258 mg/dl" on her meter before, during, and after experiencing symptoms of feeling sweaty, hungry and stressed out; however, it is unclear when the readings were obtained in relation to her symptoms. The customer care advocate retrieved "258, 262, 168, and 159 mg/dl" in the meter's memory and confirmed that they were performed hours apart of each other. She stated that she ate some corn flakes and a pear as a result of her meter readings "in the middle of the day," however, she did not specify the date/time of the meter readings, and when she ate. On the event date, the patient called the emergency services. The emergency services arrived and tested the patient's blood glucose on their meter. The pt was unable to recall her result; however, she stated she received a glucagon injection. It would be helpful to obtain the following: the dates/times of the meter readings in relation to her reported symptoms, the patient's expected meter readings, when her symptoms started, if she made any recent changes to her diabetes care, her diabetes medication regimen, what her meter readings were "in the middle of the day," why she contacted emergency services, and her blood glucose result obtained on the emergency service's meter. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl," an approved sample source was used, and the correct testing/cleaning techniques were used. The cca also walked the patient through a control solution test that fell within range. However, based on the provided information, this complaint is being reported because patient's reported meter readings of "159, 168, and 258 mg/dl," which were obtained around the same time she was experiencing symptoms do not correlate with the patient's symptoms, which suggests low blood glucose. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.